Event description:
The customer stated that he was hospitalized due to hyperglycemia. Troubleshooting was attempted, but the batteries had been removed from the insulin pump. The customer stated that he has been using a loaner insulin pump since the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.